Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 415 mg/dl. The customer did not mention any symptom or treatment related to high blood glucose level. It was unknown if the insulin pump was on auto mode at the time of the incident. They also reported sensor related issues. The customer stated that she was nervous and stressed due to her mother passing away. The insulin pump will not be returned for analysis.